Manufacturer narrative:
Upon completion of the investigation it was noted that a crack in the connector was seen. Although it is not possible to determine the root cause for the crack, it might be possible that atypical force was used, but this could not be determined. During the manufacturing process each of these device assemblies are 100% tested for leaks and blockages. It is likely that this type of crack would have been detected. A review of the history device records was not possible as the lot number was not provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Rep reported that the customer experienced a crack in the tubing near the luer lock connection of the catheter causing a leakage at the cracked area.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.